Manufacturer narrative:
Calibration and qc were acceptable. A sample foam detection alarm was observed on the alarm trace data. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for chol2 cholesterol gen.2 (chol2) on a cobas 8000 c 702 module. Patient 1 initial result was 0.1 mmol/l. On (B)(6) 2022 the repeat result was 4.5 mmol/l. On (B)(6) 2022 patient 2 initial result was 0.3 mmol/l. The repeat result was 5.5 mmol/l. No questionable results were reported outside of the laboratory. The chol2 reagent lot number was 601072. The expiration date was not provided.

Manufacturer narrative:
The customer used a 13mm sample tube with no rack adapter. The field service engineer (fse) replaced and aligned the sample probe, replaced diaphragms in the vacuum pump, and adjusted the rinse water levels. The customer ran qc and was satisfied with the results. The service maintenance resolved the issue.